Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment (B)(4) will be reported by us, the legal MFR, arjo hosp equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2010-(B)(6): incident happened in the bedroom. Client was in bed, she would be helped into the shower. Concerto stood against the long side of the bed on the same height. There was an ad matras in bed. Concerto was discharge. Two carers put the client on the concerto using the slide. One carer pushed the client and the other pulled the slide to get her on the concerto. This didn't work, carer thinks the bed was too low. One carer says the air mattress sag a little bit. Bed was lifted and the carers changed places. They repeated the same procedure. One carer says that they turn the client on the bedside to her side, the weight is on one side of the mattress which makes the mattress come upwards on the other side. They think the concerto shove away. Client fell on the floor between bed and the concerto. She fell with her face, stomach, and knees on the floor. Bed and concerto were on the brakes. No injuries shown, dr has examined the client. (B)(4).